Manufacturer narrative:
On (B)(4), 2010 - this event concerns a device that was manufactured and used outside the united states. Code: review of the electronic data and files received. (B)(4). Conclusion: telemetry errors - due to electromagnetic interferences (emi) or to a poor programming head position - are suspected to be at the origin of the vt induction procedures interruptions, although this could not be confirmed. Both ICD and programmer operated as specified, although not as intended. This ICD can remain implanted without further action.

Event description:
During the follow-up of the device involved in this report, vt induction using the eps feature of the programming software, didn't operate as expected.